Manufacturer narrative:
On 8/28/2018, mentor received information that identified the initially reported unknown device: brand name: mentor siltex round moderate profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline, catalog: 3542650, lot: 5559365, unique identifier (UDI): (B)(4), PMA/ 510(k): p990075. The patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis. The device history record (DHR) was reviewed on 8/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1.8 cm on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record ( DHR) of lot number 5559365 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Microscopic examination revealed parallel striations on the edges of the rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with unknown mentor saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel prostheses on (B)(6) 2018; catalog # 3505504bc, s/ns: (B)(4)/550cc (l) and catalog # 3505004bc, s/ns: (B)(4)/500cc (r).